Event description:
Customer states: prior to use on a patient, during pre-test, a nurse confirmed the cuff could not be deflated. Customer confirmed no patient involvement.

Manufacturer narrative:
The sample is expected to be returned for analysis.